Event description:
It was later reported that the family and physician are concerned that the adverse events reported could have been caused by something that took place during the battery replacement. A request to review xrays before and after replacement was made to determined if electrodes on nerve changed placement, pin not fully inserted, or a fractured lead. Xrays of taken before and after battery replacement were received and reviewed. Based on the x-rays received, the cause of the painful stimulation, coughing, dyspnea, itching, allergic reaction, and increased seizures cannot be determined. However, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out as contributory. At the physician's request, an assessment of electrode placement was conducted. No mechanical anomalies were discovered during this review. There is however, a somewhat noticeable change in position and shape of the top electrode in comparison to the imaging prior to the battery replacement surgery. Please note that an assessment of the tethered connect between the electrodes and nerve could not be provided as x-ray imaging does not allow visualization of nerve tissue. The surgeon should investigate further with more imaging of this electrode as it may be potentially contributing to the adverse events reported. No other relevant information has been received to date.

Event description:
It was later reported that patient was seen in clinic and settings were adjusted.. The received session reports show device is currently operating within normal limits with no malfunctions or settings anomalies that may have contributed to the adverse event reported. It is important to note that the manufacturer's current labeling recommendations were not followed. Per labeling, the device is to remain disabled for two weeks following surgery and the device in this case was programmed on immediately following surgery. The decision to disable or enable therapy following surgery however is ultimately up to the discretion of the physician based on patient's needs. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that following a battery replacement procedure the patient experienced an increase in seizures. The caregiver gave an inadvertent magnet swipe which reportedly induced a seizure event. The managing neurologist lowered the device settings the following day. No other relevant information has been received to date.